Event description:
It was reported that the implantable cardioverter defibrillator exhibited competitive atrial pacing due to inappropriate programming. The device was explanted. No further information was available.

Manufacturer narrative:
Bench testing found the device to be normal. No anomalies were found.